Event description:
The customer reported approximately 200 - 300 ml of fluid leaked from the coulter® lh 780 hematology analyzer. The customer indicated that quality controls failed prior to noticing the leak. The leak was not contained within the instrument and fluid spilled outside of the instrument. The customer was wearing gloves at the time of the event and no injury or exposure to the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site and discovered that the customer had resolved the leak prior to the fse's arrival. The customer tightened a loose blood sampling valve (bsv) knob to resolve the leak. The fse verified the instrument and no further leaks were observed. (B)(4).